Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that apppeared on the display of the home patient's homechoice machine during the initial drain cycle of the automated peritoneal dialysis therapy. Reportedly, the home patient refrained from connecting the transfer set to the patient line of the homechoice set until after patient initiated the initial drain cycle. Baxter's technicial service center assisted the home patient in ending the therapy early. The home patient setup with new supplies to complete the therapy. Per the home patient, no patient injury or medical intervention was associated with this incident.